Event description:
It was observed during the device evaluation that the subject device had a worn-out lock latch on the video connector, which caused a loss of image. Additionally, the lock latch did not hold the scope connector properly. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by a worn-out lock latch on the video connector, which led to a loss of image and prevented the latch from securely holding the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.